Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, the device is visible in the anterior chamber. A phototrab was performed. The surgeon feels the stent needs to be trimmed. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of stent migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).